Manufacturer narrative:
Device not available for return.

Event description:
A perceval size 23 mm was implanted and explanted intraoperatively because the valve would not seat properly. It was reported that the seating issue was due to a combination of the patient's anatomy and the fact that a mitral prosthesis was implanted concomitantly, such that there was not enough distance between the mitral replacement and the perceval valve. The perceval valve was replaced with a magna valve of unknown size. The added cross-clamp time resulting from the event was unknown. The patient outcome was good.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. As the device was not received for analysis, no device investigation could be performed. However, based on the information provided in the event description, the event can reasonably be attributed to a combination of the patient's anatomy, and interference with the concomitant mitral implant.